Event description:
A customer contacted haemonetics on (B)(6) 2001 to report a safety fault detection during air detections on 1st return within an mcs+ machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2001 to report a safety fault detection during air detections on 1st return within an mcs+ machine. No operator or donor injury was reported. The machine was not returned to haemoentics for evaluation, a field service representative was sent to the site on the day of the incident. The customer said they saw air at the blad and there was approximately 2" of plasma left in the plasma bag. When the safety fault occurred the donor said he felt a burst of air go into his arm and then complained of chest pains. The operator said they saw no air in the line. The field service representative told the operator to make sure the donor is okay. Given the information provided by the operator the field service representative informed them that the sensation the donor experienced may of been the cuff starting to inflate. The plasma left in the plasma bag was most likely caused by a tubing kink or crease in the plasma bag. The machine was displaying air removed multiple times and the operator continued the return. (B)(4).